Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a foley catheter was inserted through the penis for the purpose of use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have allegedly ruptured. According to surgery staff and the surgeon, the catheter had a 5cc balloon that was inflated to 30cc. It was understood that it was overfilled, but there was concern that it ruptured inside the patient. There was no known immediate harm to the patient. After removal of the catheter, it did appear that a piece was missing. The plan was to do an exploratory surgery, but it was decided between the patient and the surgeon that the risk outweighed the benefit; therefore, it was decided not to proceed with the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured. The complainant stated that the foley catheter was inserted through the penis for the purpose of use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have allegedly ruptured. According to the surgical staff and the surgeon, the catheter had a 5cc balloon that was inflated to 30cc. It was confirmed that the balloon was overfilled; however, there was concern that the balloon ruptured inside of the patient. There was no known immediate harm to the patient. After removal of the catheter, it did appear that a piece was missing. The plan was to do an exploratory surgery; however, it was decided between the patient and the surgeon that the risk outweighed the benefit. Therefore, it was decided not to proceed with the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured. The complainant stated that the foley catheter was inserted through the penis to use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have allegedly ruptured. According to the surgical staff and the surgeon, the catheter had a 5cc balloon that was inflated to 30cc. It was confirmed that the balloon was overfilled; however, there was concern that the balloon ruptured inside of the patient. There was no known immediate harm to the patient. After removal of the catheter, it did appear that a piece was missing. The plan was to do an exploratory surgery; however, it was decided between the patient and the surgeon that the risk outweighed the benefit. Therefore, it was decided not to proceed with the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured. The complainant stated that the foley catheter was inserted through the penis to use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have allegedly ruptured. According to the surgical staff and the surgeon, the catheter had a 5cc balloon that was inflated to 30cc. It was confirmed that the balloon was overfilled; however, there was concern that the balloon ruptured inside of the patient. There was no known immediate harm to the patient. After removal of the catheter, it did appear that a piece was missing. The plan was to do an exploratory surgery; however, it was decided between the patient and the surgeon that the risk outweighed the benefit. Therefore, it was decided not to proceed with the surgery.

Manufacturer narrative:
Received 1 foley catheter with the drainage bag still attached. Visual inspection noted an irregular balloon burst; however, no pieces of the sac were noted missing. Per the functional testing, water was introduced into the inflation lumen and did not experience any obstructions to impede the flow. A microscopic examination found no conditions that could be associated with the reported event. The dimensional evaluation results were as follows: eye snip length: 2/32¿, inflation lumen coverage: 12 thou, balloon thickness: 22 thou, burst initiated from bottom collar of sac: 8mm. The tactile evaluation concluded that the site of the burst appeared swollen and the balloon thickness measured average, 22 thou. In addition, the edges of the burst area were not brittle. The complaint was confirmed as user related, for the reported issue. The user had inflated the balloon above recommended volume. Overinflating the balloon can result in a balloon burst. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Recommended inflation capacities: 5cc balloon: use 10cc sterile water. Recommended inflation capacities also printed on catheter valve. Do not exceed recommended capacity". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon ruptured. The complainant stated that the foley catheter was inserted through the penis to use as a pelvic drain after a cystectomy. Approximately four days after surgery, the catheter came out and appeared to have allegedly ruptured. According to the surgical staff and the surgeon, the catheter had a 5cc balloon that was inflated to 30cc. It was confirmed that the balloon was overfilled; however, there was concern that the balloon ruptured inside of the patient. There was no known immediate harm to the patient. After removal of the catheter, it did appear that a piece was missing. The plan was to do an exploratory surgery; however, it was decided between the patient and the surgeon that the risk outweighed the benefit. Therefore, it was decided not to proceed with the surgery.